Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower doors one and two have multiple malfunctioned and consistently failed. The field service engineer (fse) powered down the station and opened the last column to apply corrective actions to the latch micro_switches. The wire_harness connectors for the micro_switches were cleaned and re_tightened before reassembling all components. After rebooting the station, the fse validated tower door functionality using the hardware testing application, and all functions operated correctly. No issues on the drawer. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower station 3f3 door 1, 2 and drawer 4.1 were repeatedly failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.